Event description:
It was reported that the pump was programed to infuse magnesium (2g in 50ml) at 25ml/hour over 2 hours. After approximately 30 minutes, the pump alarmed "air in line", and the bag was noted to be empty. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the pump was programed to infuse magnesium (2g in 50ml) at 25ml/hour over 2 hours. After approximately 30 minutes, the pump alarmed "air in line", and the bag was noted to be empty. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information : imdrf annex a code.

Event description:
It was reported that the pump was programed to infuse magnesium (2g in 50ml) at 25ml/hour over 2 hours. After approximately 30 minutes, the pump alarmed "air in line", and the bag was noted to be empty. There was patient involvement, but no harm.

Event description:
It was reported that the pump was programed to infuse magnesium (2g in 50ml) at 25ml/hour over 2 hours. After approximately 30 minutes, the pump alarmed "air in line", and the bag was noted to be empty. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: a0801 - failure to calibrate (2440). Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative: investigation summary: the report of an over infusion of magnesium sulfate was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The event was reported to have occurred on 26 december 2023. The event time was not reported. On (B)(6) 2023 at 5:57 pm, the pump module alarmed for ¿flo stop open¿ for 3 seconds. At 6:00 pm, the user selected guardrails drugs and programmed a primary infusion of ¿magnesium sulfate¿ for a drug ID: 383 with a rate of 25ml/hr and a volume to be infused (vtbi) of 50ml. The infusion was started. Between 6:01 pm and 6:35 pm, the pump module alarmed six (6) times for ¿air in line¿ and two (2) times for ¿flo stop open¿. The infusion was restarted after every alarm. At 6:35 pm, the pump module was channeled off. No further infusions were noted on this day. At 7:08 pm, the pump module was removed. The total primary volume infused for the primary infusions was calculated to be 13.514ml. Review of the pcu event log could not determine why the initial programmed primary infusion, scheduled to infuse for 2 hours, was instead terminated early after infusing for 32 minutes. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion was not identified as a result of the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a040502, a0401, a0709, c0601, c23, c16, d01, d11, d0301, g02017 and g0301204 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.